Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 273 mg/dl and it was addressed with a manual injection. Reportedly, the customer ran out of insulin and it took the customer a while to get home to access the supplies.